Manufacturer narrative:
Calibration and control data did not show any abnormalities. The field service engineer re-tuned rinse stations and replaced tubing. Mechanical checks were carried out and levels were checked. Precision studies were performed. The investigation determined that the issue was resolved by the service actions of cell rinse tubing replacement.

Manufacturer narrative:
The creatinine reagent lot number was 724718, the urea reagent lot number was 725706, and the phosphorus reagent lot number was 722445. The reagent expiration dates were requested, but not provided. The field service engineer ran a mechanism check and observed the rinse stations for any leaks. Vacuum tubing was checked and two vacuum tubes were found to be split. The split tubing was replaced. All probes were checked and adjusted. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 (creatinine), one patient sample tested with ureal (urea), and one patient sample tested with phos2 (phosphorus) on a cobas 8000 c 702 module. The first sample initially resulted in a creatinine value of 221 umol/l and it repeated as 70 umol/l. The second sample initially resulted in a creatinine value of 182 umol/l and it repeated as 83 umol/l. The third sample initially resulted in a urea value of 5.0 mmol/l and it repeated as 13.5 mmol/l. The fourth sample initially resulted in a phosphorus value of 1.65 mmol/l and it repeated as 1.12 mmol/l.